Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the atb45 device was received in good visual condition and with a blue cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device closed and opened without any difficulties noted. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an colon procedure, the doctor used theclip applier to join the vessels and endocutter for the colon. The endocutter did not close at firing. They had to use a new one. Another device was used to complete the procedure. There were no adverse consequences for the patient.